Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the hcp's office called the rep and said he thinks his battery is dead. There is an overdischarge that is suspected. The patient is scheduled for an in office visit to confirmed overdischarged and do a power on reset (por). The issue has not been resolved at this time. No further complications were reported. No patient symptoms were reported. Additional information was received. It was reported the patient was seeing the power on reset (por) symbol on their programmer. The por was cleared and it was indicated this was the patient's second overdischarge. Details regarding the overdischarge was provided including damage to their ins and recharging more frequently. It was also explained the patient's battery would be unsalvageable if it was overdischarged three times. The patient was not interested in a replacement at the time and wanted to see how things went. Detailed information regarding the intellis was given to the patient for future reference. The impedance was returned with normal results. The patient was using group a but was well versed with all their groups and programs available. No further information was reported.